Event description:
Customer reported receiving erratic readings. They reported that three weeks ago, the paramedics were called to their home and treated them intravenously after receiving readings that were inconsistent with their symptoms.